Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system underwent x-rays which confirmed migration of both leads. A revision procedure was performed and the leads and anchors were replaced.